Event description:
Reporter called regarding her essure device that she had implanted ten years ago. It has been causing her health problems for several years now, including: food having a metallic taste, hair loss, abdominal pain, migraines, dizziness and painful coitus. Reporter stated that she is having difficulty finding a doctor who will remove this device affordably, and has been told that if removed, her entire uterus would have to be removed. Reporter wants the essure device to be removed without losing her reproductive system and said that when she had it implanted, was never told or given instructions on the side effects it would cause or that it would be difficult to remove.